Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was given antibiotics and the swelling and pain resolved. The recipient resumed device use. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced pain and a suspected infection at the implant site. The recipient was recommended to cease device use.